Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to component migration and endoleak.

Event description:
On (B)(6) 2014, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A trunk-ipsilateral leg component was advanced and deployed from the right side, followed by three contralateral leg components implanted in both sides: pxc141000j/(B)(4) and pxc121200j/(B)(4) on the left side, and plc231000j/(B)(4) on the right side. The patient tolerated the procedure without any adverse events. On (B)(6) 2018, the patient admitted to the hospital due to feeling discomfort in the abdomen. A computed tomography (CT) was performed, revealing proximal migration of the contralateral leg component (plc231000j) in the right side. A distal type I endoleak was also present from this device. Exact distance of device migration was not reported. On (B)(6) 2018, a reintervention was performed whereby a contralateral leg component was additionally implanted for distal extension of the right-side leg into the right external iliac artery. The right hypogastric artery was intentionally embolized with vascular plugs. The patient tolerated the reintervention procedure.